Event description:
Caller alleged discrepant results compared with lab. Results as follows: inratio precision data provided by end-user: first test: inr = 1.4. Second test: inr = 2.5.

Manufacturer narrative:
In-house testing provided (inratio meter): donor 1: inr: 1.2, inr: 1.3, mean: 1.25, sd: 0.07, %cv: 5.66%, pass. Donor 2: inr: 1.0, inr: 1.1, mean: 1.05, sd: 0.07, %cv: 6.73%, pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both tests, which have 5.66% cv and 6.73%cv for each donor, are less than 16%. Hence, both samples pass the criteria for precision. No corrective action is required as no product deficiency was established. As of feb. 18, 2009, the meter is not expected to return. No further investigation is required at this time.